Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had brown tip (normally translucent) and a missing cap on the syringe to inflate balloon. Multiple issues with this account and this unit. Per customer response via email on 23apr2024, it was reported that the product was used on a patient, but the patient was not harmed. Customer opened foley catheter set and found that the tip of the foley catheter was discolored (brownish) and the syringe to inflate the balloon was empty and missing the cap. Catheter set disposed of prior to placement, packaging sealed and delivered to management. Per customer response via email on 22may2024, it was confirmed that the missing cap caused the contents to leak out, resulting with an empty syringe.

Event description:
It was reported that the foley catheter had brown tip (normally translucent) and a missing cap on the syringe to inflate ballon. Multiple issues with this account and this unit. Per customer response via email on 23apr2024, it was reported that the product was used on a patient, but the patient was not harmed. Customer opened foley catheter set and found that the tip of the foley catheter was discolored (brownish) and the syringe to inflate the balloon was empty and missing the cap. Catheter set disposed of prior to placement, packaging sealed and delivered to management.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.